Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3/4 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. (B)(4) had the patient cycle power to clear the error. (B)(4) then had the patient inspect the unused lines and the patient found an unused final line unclamped. (B)(4) assisted the patient in ending therapy and advised the use of new disposables. No injury or medical intervention was reported.